Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.